Event description:
Event description cpi received information that this bipolar lead was removed due to microdislodgement. Attempt was made to reposition. Replaced with an active fix lead. The patient had a smoot ventricle.